Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 01nov2023, it was confirmed that the device was repaired and returned to service. It was stated that the failed board was shipped back to philips for evaluation. A good faith effort (gfe) is being attempted to clarify which part was replaced/shipped back. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 16nov2023 clarified by the customer that the power management (pm) printed circuit board assembly (pcba) was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
On 19oct2023, the customer informed the field service engineer (fse) that they were declining philips service to first try repairing the device with their inhouse biomedical engineer (bme). The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an overvoltage protection (ovp) error code in the device logs. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) found the ovp circuit failure error code while reviewing the device diagnostic report (drpt) during scheduled servicing of the device. The customer was provided a quote for onsite labor. This investigation is ongoing.